Event description:
The report indicated that the customer's bg levels were continuously high (258-396 mg/dl) over a 13 hour period after applying a new pod; multiple correction boluses were administered during this time, but her levels would not lower. She deactivated the pod and "manually corrected"; she will continue to monitor her bg levels and administer manual insulin injections until her levels are "back in range" - only then will she apply a new pod. The pod will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.